Manufacturer narrative:
Additional information received that the event occurred during testing on (B)(6) 2019.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with no damage observed on the pump. Review of the event log revealed that multiple no disposable alarms recorded in the event log. Simulated use was performed to confirm the reported issue. The customer's reported problem regarding no cassette detected was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette, the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after powered up and with a disposable attached. The downstream occlusion sensor will be replaced to address the issue. Prime button does not function without a disposable attached. Pump does not recognize disposable attachment.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump did not alarm when the cassette was removed. There was no serious injury or adverse events reported.